Event description:
The customer reported that on (B)(6), 2013, she was running high and did a full infusion set change including insulin. The next morning her glucose level was 36m g/dl; then she drank juice and fell asleep. The customer stated that her husband woke her up because she was sweating. He tried to give her juice and cake, but she did not eat or wake, and was unresponsive. The paramedics were called and treated her with an insulin drip. Later, when she woke up her blood glucose was over 600mg/dl, and her glucose level was treated with a manual injection. However, the customer was still running high and went to the emergency room. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.